Event description:
It was reported, that the patient presented for device upgrade on (B)(6) 2024. During the procedure, fluoroscopy confirmed, that the right atrial lead was fractured. The lead was tested and found to have pacing impedance measurements below the lower limit. The lead was capped and replaced. The patient was not symptomatic before, during or after procedure.